Event description:
While unit was on patient, plugged into cigarette lighter, in van (also in use was air conditioner, and chair lift) unit shut off with no alarms. Customer not sure of audible alarm condition. When vent was disconnected from power source and on standby button pressed unit started functioning normally. No patient harm indicated.